Event description:
The radiologist was performing a stereotactic biopsy. He fired the needle probe into the breast and took the first core specimen. The probe made a unusual noise. He turned the probe for the second core and then noticed the plastic back portion of the probe was broken. The radiologist removed the probe from the patient, changed the probe.